Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause has not been identified. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported a pt with an unexpected outcome following an intraocular lens (iol) implant procedure. Additional info has been requested.